Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The printed circuit assembly (pca) was able to replicate the reported error and the blue eye problem on the right eye by installing this board into system and testing. It failed start up, error 48266 showed on error logs and a blue eye showed on the right eye at hrsv. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the right eye of the surgeon side console (ssc) is blue. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard power cycle the system with no change. Tse had the customer swap to the back up camera and camera cable. Tse verified the issue was isolated to the ssc. A review of the system logs identified a 45314 error pointing to a frozen surgeon display on the right eye of the surgeon side console (ssc1-r). The planned surgical procedure was converted to laparoscopic surgery. There was no report of patient harm, adverse outcome or injury. The reported complaint was confirmed based on the field evaluation. The fse verified that the ssc was the only cart with a vision issue having a blue screen in the right eye but is still able to see the instrument overlay. The fse swapped personality module surgeon console (psmc) and the generic cart controller (gcc) on the patient side cart (psc). The system powered up normally after the replacement, but the fse noted an ¿input available¿ box at the top left of the left eye was shown as pixilated lines instead of the gray. This cleared up when the right went blue. Fse swapped the right and left digital video interface (dvi) cables at the pmsc to attempt to bring the blue screen to the left eye. The fse reviewed the error logs and identified and informational error 48266 (ddr memory training failed) on video blend lane 2 (vbl2). The fse replaced the video slice (vsl) to resolve the reported issue. The system was tested and verified as ready for use.